Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to an aortic endoprosthesis implant procedure, pre-close placement of the sutures were attempted in a common femoral artery through a 10-french access site using a prostar xl device. Reportedly, during deployment, the green sutures did not appear (at the hub) although the needles were present. The device was removed and the sutures of a second prostar xl device were successfully deployed using the pre-close technique and set to the side. The access site was upsized to 18-french. After conclusion of the aortic endoprosthesis implant procedure, the pre-placed sutures were used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the prostar xl device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported green sutures not appearing at the hub during needles deployment could not be confirmed as the needles and suture were not returned. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.